Event description:
Caller indicated the relion confirm meter was giving variable readings. Took bg level and results were 465, he took out the strip and put in a new strip, result was 31, removed strip, inserted new strip and results were 173. He used a new drop of blood each time. Customer did not wait for order to be sent out, he went to (B)(6) and purchased new meter and strips. Controls not used.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.